Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they have a damaged sensor. The customer's blood glucose was 130 mg/dl at the time of incident. The customer also reported that the sensor was pushed down to the side when they pulled the sensor out. The customer stated that the cannula was not inserted correctly when they shoot it in. The customer declined to go over insertion technique. The customer would be replaced and returned for analysis.